Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2014 a mitroflow dla23 aortic heart valve prosthesis was implanted. The manufacturer received a notification that a perceval pvs23 was implanted at the same position on (B)(6) 2018. No further information received.

Event description:
On (B)(6), 2014 a mitroflow dla23 aortic heart valve prosthesis was implanted. On (B)(6), 2018 the valve was explanted due to leaflet thrombosis. A perceval pvs23 was implanted as a replacement. The patient had a reportedly good result. The device has been discarded and is not available for analysis. No further information is available.

Manufacturer narrative:
The manufacturer received additional information on july 12, 2018 which has been included in event section. The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla23, s/n # (B)(4), , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. The DHR review confirmed the device met all required standards at the time of manufacture and release. Because the valve is not available for analysis and no further information regarding the event or patient clinical history is available the root cause of the thrombosis cannot be established at this time. If further information is received the investigation will be reassessed.